Event description:
In this event it was reported that a pair of palodent plus forceps broke during use; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was lost in post and therefore not available for evaluation. During an internal review it was found that this event was originally misclassified. It has been appropriately reclassified and determined to meet the criteria for MDR reporting per 21 cfr part 803. A CAPA has been initiated to address the misclassification issue.